Event description:
A nurse reported that during a cataract extraction with intraocular lens implant surgery the right side button on the foot pedal would not switch from quad mode to sculpt mode. The surgeon was able to manually switch the modes and surgery was completed with no harm to the patient.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on september 18, 2009. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample showed no nonconformities. The footswitch was connected to a calibrated console and system message (sm). The area under the heel of the footswitch was then cleaned to remove any debris. The footswitch was reconnected to the console and no sms displayed. The footswitch was tested per the footswitch and it functioned as intended. The user manual provides directions for use (dfu) and instructions for proper care and cleaning. The root cause of the reported event can be attributed to the debris under the heel of the footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received ad in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).